Event description:
It was reported that during an endoscopic sinus surgery of a male patient, the surgeon was using the m4 microdebrider with the rad 12 fusion trackable blade intra-nasally when he noticed a small "ring" of material at the distal (cutting) end of the rad 12 blade. He removed the m4 from the patient's sinus and used a forceps to grab and remove the "ring" from the patient's sinus. The "ring" and blade were bagged and saved. A new rad 12 blade was used to complete the case. There was no patient impact.

Manufacturer narrative:
In response to medtronic's request for device return, the device was received for evaluation on (B)(4) 2013. Analysis results are detailed as follows: 1884012em (quantity 1) ¿ device was returned to medtronic for evaluation, along with a small bottle which contained a small plastic piece measuring approximately 5mm in length. Upon visual evaluation, no deformities were observed on the device. There were no damages noticed on the outer shaft or the tracker hub. The blade teeth were observed under magnification and were found free of damage. It was found that the inner shaft could be rotated without any resistance. The middle tube of the finished good assembly has a shrink wrap that is adhered to the spiral wrap length of the tube. A result of ftir confirmed that the chemistry of the plastic piece was consistent with the chemistry of the shrink wrap but there was no conclusive evidence present on the sample that would indicate that the plastic piece had dislodged from the device. It should be noted that the initial shrink wrap that was intact on the tube could not be closely evaluated since the device was inadvertently destroyed during disassembly. Complaint was confirmed, but whether the plastic piece had dislodged/tore away from the device or if it was from another source could not be confirmed.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned and therefore, no evaluation could be performed. Method: no testing methods performed (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.